Event description:
An attorney's office is filing a letter notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to its client's body. There was not a report of property damage(s) with this incident.